Event description:
It was reported that the patient underwent a multiple level posterior approach spinal surgery using rhbmp-2/acs and an axial lumbar cage on (B)(6) 2010. It was reported that the patient underwent a second surgery on (B)(6) 2011. On (B)(6) 2011, patient underwent another surgery where rhbmp-2/acs was used. On an unspecified date, rhbmp-2/acs was used in a multiple level spinal surgery. The patient underwent a fifth surgery on (B)(6) 2012. It was reported that patient sustained unspecified injuries. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that post-operatively, the patient developed pain. Imaging studies showed the patient had developed uncontrolled bone growth and nerve impingement at the site of implant. No further information was provided.

Event description:
It was reported that on (B)(6) 2012, patient underwent surgery consisting of a sacroiliac joint fusion using allograft and rhbmp-2/acs. Bone implants were on the left side of her spine. Post-op, pain persisted and pain increased. Patient also underwent surgery consisting of l4-l5 laminotomy and foraminotomy using rhbmp-2/acs on (B)(6) 2012. Post-op, patient suffered from severe pain and walking problems. On (B)(6) 2012, revision surgery was done to correct screw placements is the si joint using rhbmp-2/acs. It was reported that the patient experienced unspecified injuries due to rhbmp2. On (B)(6) 2013, revision surgery was done to remove the hardware and to correct failed fusion.